Event description:
The customer reported the device would not power on. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failed power supply was returned to (B)(4) lab and it was determined that the failure of c56 prevented the power supply from operating on ac power.